Event description:
It was reported that this inflatable penile prosthesis (ipp) no longer worked. Fluid loss was noted. The pump would not pump, it would not inflate the cylinders. The ipp was explanted and replaced. There were no patient complications.